Event description:
It was reported that the filter was leaking 0.9% sodium chloride. Although requested, there has been no patient impact outcome response or further event information made available to date.

Manufacturer narrative:
The reported complaint of leaking from the 0.2-micron filter was confirmed. The set were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the inlet port tubing was completely broken off and detached from the set¿s micron filter. The filter inlet port pivot was observed to be broken off and still inside the tubing sleeve. Stress marks were observed on the area where the inlet port pivot was attached to the filter body. There were no other anomalies. No functional testing was feasible due to the damage to the set¿s filter. Dimensional analysis was not able to be performed as part of the filter¿s inlet port pivot that connects to the tubing, was broken off and was inside the tubing. The root cause of the reported complaint that the filter was leaking 0.9% sodium chloride was found to be the result of a broken engagement at the micron filter inlet port.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot: p390583, exp: sep20, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the filter was leaking 0.9% sodium chloride. Although requested, additional information was not provided.